Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 2 of 4. The patient stated that the supply bag fell and disconnected. (B)(4) explained that the system error 2240 indicates a large amount of air has entered setup and had the patient cycle power twice to clear the error. (B)(4) then explained that the supplies were compromised and the patient would need to start over with new supplies. The patient elected to finish therapy with manual supplies. (B)(4) advised the patient to call their dialysis nurse in the next 24 hours to let her know what happened. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated that the supply bag fell and disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).